Event description:
This report is being filed because the clip became stuck on the tip of steerable guide catheter during removal, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip was successfully implanted, reducing the mr to 2. A second mitraclip (cds 50417u129) grasped the leaflets. After grasping, the mr worsened, therefore, the clip was not implanted. During clip delivery system (cds) removal, the fully closed clip became stuck on the steerable guide catheter (sgc) tip. Troubleshooting measures were performed to detach the clip from the sgc tip. This was unsuccessful. Both the cds and sgc with attached clip were retracted to the groin puncture site. A cut down was performed to the femoral vein, removing all devices. The procedure was aborted and the patients mr remained at 2 with the implantation of the first clip. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Potential causes for difficulty retracting the clip into the guide tip (difficult to remove) were considered, including manufacturing and user technique. Difficulty retracting the clip into the guide tip can be influenced by manufacturing anomalies, such as the ratio between inner diameter of the guide tip and the width of the clip arms, which could cause interference between the two components, or clip actuation issues resulting in the inability closing the clip. The user reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. Factors related to user technique which can influence difficulty retracting the clip into the guide can include, but are not limited to, curves applied to the guide by the user, the clip not being fully closed or orientation of the clip arms upon removal, difficulties with visualization or the user retracting the clip too quickly. In this case, it is possible that the clip was oriented in such way that resulted in an interaction between the clip and the tip of the steerable guide catheter (sgc) upon retraction of the clip delivery system (cds), resulting in the difficulty removing the cds. Based on the information reviewed, the reported difficult to remove the cds appears to be related to procedural conditions/user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).